Event description:
Patient had undergone a peripheral intervention via a 7f antegrade approach. Celt was perceived to be deployed according to the steps in the IFU by the xray technologist that was scrubbed in for the case- (B)(6). Upon ejection of the implant, bleeding was noted. Xray confirmed embolization of the implant at the level of the carina of the sfa and profunda femoris artery. Manual compression was then used to achieve hemostasis and a pressure dressing was applied. An ultrasound was performed in the post cath area to confirm location of the embolized implant (confirmed at carina) and to confirm if the embolized implant was flow occlusive. It was confirmed that is was not flow occlusive. During the ultrasound the pressure dressing was removed and not reapplied. This resulted in a hemotoma forming at this point which was resolved with 20 minutes of manual compression. Patient was discharged the same day with no further incident. Patient had a follow of visit in early july showing no occlusive symptoms.